Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Event description:
It was reported that when the programmer's stylus touch pen was placed over episodes, it did not respond. The touch pen was recalibrated, and replaced but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the power cord bay door was broken, the upper hinge plate, display cover and lower case were worn out, and the connector of the display flex was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.